Manufacturer narrative:
(B)(4). A follow up report will be submitted when the evaluation is complete.

Event description:
The customer stated an architect i2000sr analyzer generated a discrepant bhcg results for one patient sample. The analyzer generated an initial bhcg result of 5 miu/ml. The customer reran the sample and generated a bhcg result of 38 miu/ml. The customer then recentrifuged the sample and a bhcg result of 54 miu/ml was generated. Discrepant results were not reported outside the laboratory and there was no adverse impact to patient management reported.

Manufacturer narrative:
Further investigation of the customer issue included a review of the complaint text, a search for similar complaints, and a review of labeling. A review of the result log for the customer's issue determined sid (B)(4) was tested on four occasions on (B)(6) 2013 using total b-hcg reagent lot 23928jn00. An initial result of 5.42 followed by results of 38.55, 32.89, and <1.20 miu/ml were obtained. The complaint ticket indicates the first three results were obtained from the same sample tube, with initial result obtained prior to centrifugation and the latter two after centrifugation. The ticket indicates that the final negative result was obtained from a new sample tube. Results generated both prior to and after the reported results documented in this complaint show both positive and negative results, and indicate the reagent is capable of accurately testing patient samples. Tracking and trending did not identify any atypical complaint activity. Labeling was reviewed and found to be adequate. No returns were available. No product deficiency was identified.